Event description:
The event alleges that the circuit has split on corrugated tubing and will not pass leak test. No pt injury reported.

Manufacturer narrative:
Device has been returned for investigation, however the investigation is incomplete at the time of this report. A f/u investigation report will be sent when completed.